Event description:
During the coil embolization of an internal carotid artery aneurysm, the coil prematurely detached inside the introducer sheath after the device was removed from the pt. The procedure was successfully completed and the pt was reported to be fine.

Manufacturer narrative:
Add'l info regarding the event was requested and the following was determined: there were no issues noted with the preparation or advancement of the coil in this procedure. All direction for use instructions were correctly followed. The twist lock of the rotating hemostasis valve (rhv) was confirmed to be fully opened.